Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 20 mg/dl and current blood glucose value was 86 mg/dl. Customer stated that the drive support cap appeared normal. Customer alleges the insulin pump of over delivery because they changed set and blood glucose value went low. Customer reported that the pump was not worn during a medical procedure. The, the customer dis not allege that the insulin pump was over delivering. Insulin pump will be returned for analysis.